Event description:
Boston scientific received information that this ventricular lead dislodged and exhibited loss of capture at maximum output. During the lead revision an indentation was noted on the lead body. The lead was explanted and another lead was successfully implanted in its place without incident.